Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd emerald¿ syringe with needle inside the product is a foreign matter like a yellow "sticker".

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image provided by the customer was evaluated and it was possible observe foreign matter inside the package. After the image evaluation it was not possible determine the kind of the foreign matter or the source of the occurrence. However as the package was sealed the occurrence could have origin at bd process. The incident identified from this complaint will be monitored for trend evaluation. It was performed DHR evaluation and no occurrences potentially related to the occurrence was observed. Also was performed a evaluation on the productive process to the follow itns: analysis of productive raw material: bd suppliers are audited and qualified according to the procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also the conditions of their packaging. The components used in the complaint product are molded into the bd in a controlled production environment. Only the packaging material is of external origin. Good manufacturing practices: the operators receive guidelines on good manufacturing practices according to quality procedures related to cleaning and conservation of the factory, with cleaning and sanitation actions of the established manufacturing areas, procedures on hygiene and hygiene, which state that only and after the hygiene of the hands to avoid contamination. The use of correct parameters inhibits the possibility that some external dirt is carried into the productive area. In addition, food is not allowed in the productive area, avoiding accumulations of food residues that may attract insects. Manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During the manufacture of this lot, visual inspections were carried out with pre-determined frequencies, which aims to ensure that the product meets the specification without presence of any foreign matter in all manufacturing stages. All the equipment has enclosures that aim to increase the protection of the products to the contaminations throughout the productive process. The image provided by the customer was evaluated and it was possible observe foreign matter inside the package. After the image evaluation it was not possible determine the kind of the foreign matter or the source of the occurrence. However as the package was sealed the occurrence could have origin at bd process. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd emerald¿ syringe with needle inside the product is a foreign matter like a yellow "sticker".